Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of wounds was exacerbated by the lifevest equipment. Patient described the area as sores from breast before wearing the lifevest, sores are as big as quarter, was red, added that a medical professional is aware of the sores, was given a prescription (nystatin powder) which helped with sores, sores are now getting better. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed nystatin powder for the skin irritation. Follow up indicated that the skin irritation improved.